Event description:
Litigation papers received. Papers allege patient suffers from pain, discomfort, sensation of loosening and locking and elevated levels of chromium and cobalt in his blood. Doi: (B)(6) 2009, dor: unknown (right hip). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, device product code, manufacturer name/address, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.